Event description:
The customer reported via phone call that they were unable to exit from the preparing to prime loop while completing a set change. The customer stated they would press the act button, but the insulin pump would state they are disconnected. Customer's blood glucose was unknown at the time of the fall. Customer was unable to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.